Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several inappropriate shocks due to noise oversensing during the night in different days. The patient experienced discomfort and pain. The patient was seen in-clinic and noise was reproducible touching the region near the can. The s-ICD system was programmed off and the patient hospitalized while waiting for a system revision. The system revision was performed days later and both the s-ICD device and the electrode were explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.